Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant procedure, the implantable cardiac monitor battery was noted to be low. The device was not used and was replaced. There was no patient involvement.